Manufacturer narrative:
There was no device available for analysis; therefore, the reported device observation cannot be confirmed. The reported patient symptoms of pain and discomfort are known risks associated with implants of the spectra penile prosthesis as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent local pain and continuous discomfort with an spectra penile prosthesis (spp) making relationships impossible. An x-ray was taken demonstrating the right cylinder was fractured. The spp needs to be replaced; however, the procedure has not been performed. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, the reported device observation cannot be confirmed. The reported patient symptoms of pain and discomfort are known risks associated with implants of the spectra penile prosthesis as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurrent local pain and continuous discomfort with an spectra penile prosthesis (spp) making relationships impossible. An x-ray was taken demonstrating the right cylinder was fractured. The spp needs to be replaced; however, the procedure has not been performed. No additional information was reported.